Event description:
It was reported that the patient had been experiencing increased pain and had been feeling tired since (B)(6) 2013, around the time of a pump refill taking place on (B)(6). It was indicated that there had been eight motor stalls and recoveries seen in the event logs between (B)(6). Following that, there was a stall that occurred on (B)(6) that did not recover until (B)(6), after which time three more stalls occurred. It was noted that there had also been reservoir volume discrepancies at the prior three refills. All of the discrepancies involved the expected reservoir volume being less than the actual reservoir volume. A refill prior to june had a 3ml difference, the refill on (B)(6) had a 9ml difference, and the refill on (B)(6) had a difference of 25ml. The device system had been used to deliver dilaudid. One week later, it was reported that the patient had been referred to a neurosurgeon for a replacement. The implanting hospital had stated that they would be losing money on a replacement due to the first pump being ¿faulty.¿ two weeks later, it was reported that the pump had been explanted.

Event description:
Additional information was received. It was reported that the pump had stalled for one month and there was no stall recovery. The cause of the stall was unknown and it was decided to replace the pump. The patient had experienced tiredness and no energy. There was no patient injury and no hospitalization was required.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found corrosion, wear, and residue throughout the gear-train. In addition, it was found that the stalls had occurred due to shaft-bearing. Final analysis of the catheter found significant twisting that may have affected infusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.